Manufacturer narrative:
Occupation: manager. (B)(6), rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate alarm. It was noted that the fiber optic cable had been disconnected the day before. The customer was assisted through checking connections and the plug which yielded no alarm but would only bring up an arterial waveform with no numbers present. It was noted that the console had only alarmed once during troubleshooting. Each time the customer invoked a calibration, the pump would stop, calibrate, and bring up an arterial waveform but no numbers. The patient¿s maps were running in the 80s via the fluid lumen. The customer was then assisted through substituting the transduced fluid lumen for alternate access successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).